Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. Reportedly, flow was observed initially but after connecting the infusor to the patient, the flow stopped. The device was filled with a 245 ml solution of fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact root cause of the reported condition was not determined. However, it was noted that crystallized solution material was entrained within an alkanolamide oil on the distal end of the glass capillary tube within the flow restrictor. This was potentially the cause of the no flow condition. Although no blockages were observed, the oil appeared to be present in sufficient quantities and of the necessary viscosity to, along with the crystallized solution material, restrict flow at the distal luer.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample, containing 200 ml of fluid in the reservoir, for evaluation. The reported condition of no flow was confirmed. Visual examination of the unit no signs of blockage or abnormality in the delivery tubing or the reservoir that could have caused the reported issue. However, when the blue winged luer cap was removed, flow was not readily observed. Force priming was attempted, but flow was still not observed. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.